Manufacturer narrative:
The gehc biomed replaced the dead weight. No report of patient involvement.

Event description:
The gehc biomed noted that the units dead weight was stuck to the seat. There was no report of patient involvement.